Event description:
This valve was explanted due to aortic insufficiency from thrombus accumulation in the recess pivot areas. The surgeon removed the cuff post-operatively. It was reporter that tissue ingrowth was excellent.